Event description:
It was reported that during a scheduled sinus surgical procedure the customer started to use the bur and a few minutes later the bur broke. It was reported there was no impact to the patient.

Manufacturer narrative:
(B)(4). Device returned, evaluation not yet started. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2012. Analysis completed by the quality engineer -the sample was received with original inner pouch and labeling identifying it as item number 1884016hr rad 60 blade, 4mm, from lot number h8091601. The tip of the outer blade was completely broken off, and the inner blade was extended beyond its proper location. The pieces were examined under 20x magnification and it was observed that the spiral wrap of the outer blade was extended and completely broken at the second wrap. There was blood and other bio-debris present in and around both inner and outer blades. The teeth from both the inner blade and outer blade did not show any deformation. The hub was examined under the same magnification, and there were three grooves carved into the hub at equidistance around the hub. The hubs were not completely seated before the locking mechanism was employed. The length of the grooves also indicates that the blade was pulled on prior to use, and it is likely that this pulling weakened the spiral wrap which subsequently failed. The complaint is confirmed for spiral wrap failure caused by use error. IFU - excessive pressure applied to burs and blades may cause burs and blades to fracture. Should a bur/blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur/blade are retrieved and removed from the patient. Unremoved bur/blade fragments may cause tissue damage to the patient. Do not use bur/blade above the speed indicated on the bur/blade label.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.